Manufacturer narrative:
Additional narrative: UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on(B)(6) 2022. It was observed that the omnispan meniscal repair 27deg device did not fire for the second time after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. Visual inspection reveals that the suture and implants were received for evaluation, the needle were not returned. It could be detected damage on the implants, one of them were found chipped and the second implant were found bent. Finally, the suture was found with no anomalies. A manufacturing record evaluation was performed for the finished device lot number: 8l25483, and no nonconformances were identified. According with the visual inspection result, this complaint can be confirmed. The misfiring failure could be related to procedural variables at the moment of inserting the needle to the deployment gun. Once the operator attempted to do the first shoot, the tip of the pusher rod gets bent leading a failure in the deployment and the implants can lead to be damaged. Another possible root cause is when the tip of the pusher rod gets stuck due to the needle insertion, this could result in a misfiring. However, it cannot be conclusively affirmed. As per IFU, insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun. Needle should always be attached to the deployment gun with the open slot in the needle facing upward. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.